Event description:
The ge oec 9800 fluoroscopy system has been reportedly slow to boot up for operation since the recent replacement of the single board computer.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a defective hard drive that was removed and replaced with updated software. The system was further tested, found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.